Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/14/2016 with the following findings: the review of the black box data showed no activity outside of normal pump use. The alarm history showed multiple occlusion alarms. During the actual investigation, the ez-prime steps were performed correctly with no occlusion alarms or any warning or errors. Upon removal of the pump cover, no intermittent condition was found to the printed circuit board or to the motor circuit. Unrelated to the original complaint, the battery compartment was cracked below the finger pad. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.